Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stem disassociated from the right femoral component. Required revision surgery. No allegations against the insert or augment.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon femoral component was reported. The event was confirmed via clinician review of the provided medical records and evaluation of photographs of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided intraoperative photographs indicated that the stem is not attached to the femoral component. It appears that there is cement residue in the female threaded end of the femoral component. It is difficult to make any further observations from the photograph as the device is covered in blood and other bodily matter/cement residue. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the revision of a revision total knee replacement about 9 years after implantation due to disassociation of the femoral stem from the housing. I can confirm that the disassociation or fracture took place since I was able to see the xrays. However, I cannot confirm that the revision took place since I have no documentation such as an operation report and post revision xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stem disassociation or fracture are multifactorial including surgical technique issues, patient activity and bmi factors and implant factors. It is possible that the distal portion of the construct may have had some micromovement. When coupled with a well-fixed stem, fracture or disassociation could occur." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the stem from the femoral component. The reported device was not returned however photographs were provided for review. Visual inspection of the provided intraoperative photographs indicated that the stem is not attached to the femoral component. It appears that there is cement residue in the female threaded end of the femoral component. It is difficult to make any further observations from the photograph as the device is covered in blood and other bodily matter/cement residue. A review of the provided medical information by a clinical consultant indicated: "this inquiry reports the revision of a revision total knee replacement about 9 years after implantation due to disassociation of the femoral stem from the housing. I can confirm that the disassociation or fracture took place since I was able to see the xrays. However, I cannot confirm that the revision took place since I have no documentation such as an operation report and post revision xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stem disassociation or fracture are multifactorial including surgical technique issues, patient activity and bmi factors and implant factors. It is possible that the distal portion of the construct may have had some micromovement. When coupled with a well-fixed stem, fracture or disassociation could occur." The exact cause of the event could not be determined from the information provided. Further information such as return of the devices, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stem disassociated from the right femoral component. Required revision surgery. No allegations against the insert or augment.